Manufacturer narrative:
Manufacturer's investigation conclusion: the reported of ¿melted spots¿ on the patient cable was confirmed by visual inspection of the returned mobile power unit (serial number: (B)(6)). During evaluation at the service center, multiple areas of damage to the patient cable jacket were identified. It was communicated to the customer that the patient cable would have to be replaced and a purchase order was extended. The purchase order was denied, and the unit was then scrapped and sent to product performance engineering for further evaluation. During additional testing, the mobile power unit was able to provide support to a heartmate system without issue, despite the observed damages. The continuity of the wires within the cable was measured, and no electrical shorts or opens were found. In the areas of the observed damages, the layers of the cable were removed one at a time; there was no notable damage or discoloration to any of the internal layers. The observed damages only impacted the cable¿s outer jacket, and the inner conductors were in unremarkable condition. The root cause of the observed damages could not be conclusively determined through this analysis; however, the damage appears to be consistent with the patient cable coming into contact with an exterior source of heat. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook cautions the user to keep the mobile power unit free of excessive lint and dust, and away from heat or humidity sources such as a fireplace, radiant heater, nebulizer, or steam kettle, as the mobile power unit may fail to operate properly. Heartmate 3 patient handbook (under section 5, subsection ¿what not to do: driveline and cables¿) informs the user to not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿. The user is also cautioned to take care when moving around while connected to the mobile power unit, that it is not inadvertently pulled off of furniture. The user is cautioned to route the patient cable so it will not cause a tripping or falling hazard. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic and reported the 14v battery felt swollen and also noted a melted spot on the patient cable of the mobile power unit (mpu). Both findings were confirmed at the clinic. The mpu and the batteries were removed from service.